Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34wap implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34wap implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that their healthcare provider (hcp) office called them this morning regarding the issues with sciatica and nerve pain they had reported after the device was installed, they couldn't remember what they were talking about because that issue is now resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot/serial (B)(6), implanted: (B)(6) 2025, product type: lead, section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were feeling a back pain that started after the device was implanted and turned on. The patient mentioned feeling the stimulation in their rectum but they don't know if that back pain was caused because the lead was not placed correctly. Agent reviewed information about the correct stimulation and the option to decrease the stim while they check with the healthcare provider (hcp). The patient reported already decreasing the stim but still having the pain. Guided patient to discuss with hcp medical concerns. The patient had a follow-up appointment on (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34wap implanted: (B)(6) 2025: product type lead review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that they called the patient to follow up and the patient denied on issues with their lead or device. They had no complaints. The hcp stated that it was unknown about the lead placed incorrectly. The hcp confirmed that it was the miscommunication. The hcp confirmed that the issue was resolved. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***